Manufacturer narrative:
Reported event was confirmed by revision op notes received. The notes were reviewed and identified pain, difficulty ambulation and aseptic loosening. The device history records were reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to location of device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 04097.

Event description:
It was reported that patient underwent a knee revision approximately 5 years post implantation due to pain and loosening. Patient was initially implanted with competitor devices and zimmer biomet bone cement. The alleged complaint is against the bone cement for causing the loosening, pain, instability, difficulty ambulating, and radiolucency of the competitor implants. Attempts have been made and additional information on the reported event is unavailable at this time.